Event description:
While attempting to utilize a covidien, auto suture, structural balloon trocar, per MFR's instructions, the balloon would not expand. Defective device exchanged for "like" device that functioned without issue for the remainder of the case.